Event description:
It was reported that during an apparent routine device replacement, soon after the dft (defibrillation threshold) test was performed, the patient started to experience diaphragmatic stimulation. Lv (left ventricular) pacing output was decreased, which resolved the stimulation. After the patient was discharged to home, the patient again experienced stimulation. The patient returned for evaluation, whereupon the lv output was decreased all the way to the threshold setting, but the stimulation persisted. It was noted that the lead was a unipolar lead with device implanted on right side. Ultimately, the physician opted to turn the lv lead off, as the patient's lv function had improved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 implantable tachy lead, (B)(6) 2004; 4068-45 implantable pacing lead, (B)(6) 1997. (B)(4).